Manufacturer narrative:
This medwatch was inadvertently updated with information from (B)(4). It has now been updated with the correct information. Depuy still considers the investigation closed.

Manufacturer narrative:
**Update** (B)(4) 2013- pfs and medical records received. Part/lot was provided. Revision operative notes indicated corrosion and a pseudotumor. There was no indication of loosening; therefore, we are updating the unknown device to a stem. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers received. It is alleged that the patient suffers from pain, lack of mobility, metallosis, and loosening

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the 3118113 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. Review of the device history records and/or a complaint database search was not possible for the unknown product as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.